Event description:
Caller reported a cartridge alarm, which resulted in displaying a "high" blood glucose value, although the specific value was unknown. Correction injection via multiple daily injections was used to address high blood glucose. A cartridge alarm recurred after loading a new cartridge, so, technical support decided to replace the pump. Caller's insulin delivery was ensured through multiple daily injections as backup therapy while awaiting a new pump with updated software. The caller was advised on handling the replacement and returning the problematic pump and acknowledged all instructions.